Event description:
It was reported following deployment of an angio-seal device the pt was discharged home. A pre-deployment femoral angiogram wa sperformed and the vessel was determiend to be appropriate for an angio-seal deployment. Four days post procedure, the pt developed pain and a hematoma. The pt was re-admitted to the hospital with a groin infection and was transferred to surgery for repair of the femoral artery; the physician performed an iliac femoral bypass. The pt is reportedly recovering.